Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. No indication of product malfunction. The electrode belt has not been recovered. The device flag data from the last download ((B)(6) 2019) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 01/26/2016, belt: 03/01/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on either (B)(6) 2019 or (B)(6) 2019. The patient's friend reported that the patient was at home and wearing the lifevest at the time of passing and the lifevest was beeping. The patient's friend stated that he came into the house after the initial treatment was given. It was reported that the patient's passing was cardiac related. Review of the download data, indicates the patient received seven shocks in response to oversensing of low cardiac signal. The patient received the first treatment at 05:52:24 on (B)(6) 2019, while the patient was in sinus bradycardia at 30 bpm with low amplitude cardiac signal. The patient's post shock rhythm was sinus bradycardia at 30 bpm. The patient received a second treatment at 06:10:07 while the patient was in asystole. The patient's post-shock rhythm was an idioventricular rhythm at 10 bpm degrading to asystole. The patient received a third, fourth, fifth, and sixth treatment at 06:10:34, 06:11:01, 06:11:28, and 06:11:55. The patient's post shock rhythm for all four treatments was asystole. The patient received a seventh treatment at 11:28:10, while the patient was in asystole with low amplitude cardiac signal and motion artifact. The response buttons were pressed after the seventh treatment. It is unclear who pressed the response buttons. The response buttons functioned appropriately. The patient reportedly passed away on either (B)(6) 2019 or (B)(6) 2019. Although the patient reportedly passed away on either (B)(6) 2019 or (B)(6) 2019 there is no indication that the patient wore the device after (B)(6) 2019.